Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy menstrual bleeding"), depression ("depression"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (a surgery to remove the essure, bilateral salpingectomy was performed on (B)(6) 2016.). Essure was withdrawn. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menorrhagia, depression, fatigue, weight fluctuation and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, depression, fatigue, weight fluctuation and procedural pain to be related to essure. The reporter commented: she sought medical attention for her symptoms, and since having the surgery, her symptoms were mostly resolved. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain, then around three years after placement she underwent a bilateral salpingectomy to remove micro-inserts. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff began to experience severe abdominal pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain, then around three years after placement she underwent a bilateral salpingectomy to remove micro-inserts. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff began to experience severe abdominal pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("at hysteroscopy, essure-coils could not be identified trailing into the uterine cavity"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 36-year-old female patient who had essure (batch no. A06688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section in 2004. Concurrent conditions included overweight and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy menstrual bleeding"), fatigue ("fatigue"), mood swings ("hormonal changes (describe: mood swings)"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction (type: exploratory visit to dermatologist because of pain symptoms)"), nausea ("nausea") and pain in extremity ("foot pain"). In (B)(6) 2016, the patient experienced depression ("depression") and procedural pain ("suffered a painful post-operative recovery"). On (B)(6) 2016, 2 years 10 months after insertion of essure, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), weight increased ("weight gain") and pelvic pain ("pain "). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy, diagnostic hysteroscopy,). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, back pain, depression, weight fluctuation, procedural pain, genital haemorrhage, vaginal haemorrhage, hypersensitivity, migraine, headache and weight increased outcome was unknown, the dysmenorrhoea, menorrhagia, fatigue and nausea was resolving and the pain in extremity had resolved. The reporter considered abdominal pain, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, procedural pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: she sought medical attention for her symptoms, and since having the surgery, her symptoms were mostly resolved.at hysteroscopy, essure-coils could not be identified trailing into the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("at hysteroscopy, essure-coils could not be identified trailing into the uterine cavity"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 36-year-old female patient who had essure (batch no. A06688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section in 2004. Concurrent conditions included obesity and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy menstrual bleeding"), fatigue ("fatigue"), mood swings ("hormonal changes (describe: mood swings)"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction (type: exploratory visit to dermatologist because of pain symptoms)"), nausea ("nausea") and pain in extremity ("foot pain"). In (B)(6) 2016, the patient experienced depression ("depression") and procedural pain ("suffered a painful post-operative recovery"). On (B)(6) 2016, 2 years 10 months after insertion of essure, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), weight increased ("weight gain") and pelvic pain ("pain "). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy, diagnostic hysteroscopy,) and surgery (operative laparoscopy, bilateral robotic salpingectomy, diagnostic hysteroscopy,). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, back pain, depression, weight fluctuation, procedural pain, genital haemorrhage, vaginal haemorrhage, hypersensitivity, migraine, headache and weight increased outcome was unknown, the dysmenorrhoea, menorrhagia, fatigue and nausea was resolving and the pain in extremity had resolved. The reporter considered abdominal pain, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, procedural pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: she sought medical attention for her symptoms, and since having the surgery, her symptoms were mostly resolved.at hysteroscopy, essure-coils could not be identified trailing into the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, menorrhagia most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events device dislocation, mood swings, vaginal bleeding, genital bleeding, hypersensitivity, headaches, nausea, weight gain, foot pain are added. Lot number added. Lab data updated. Concomitant & historical conditions and drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.